Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr ran vent settings for over one hour to test (turbine) motor and reported being unable to reproduce the fault. The fsr performed the user verification test and reported the device meets all factory specifications.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault alarms on startup. The customer reported there is no patient involvement associated with the event.